Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the knife was not returned to the original position completely and the jaw could not be opened after the device was fired for the duodenum at the first firing. The closing lever was grasped, the release button was pushed and the manual release level was used several times. However, the jaw could not be opened. Therefore, the operation was converted to an open surgery. Each side of the jaw was cut, and a new device was used to complete the case. The doctor commented that he could fire the device without any difficulties at the first firing.

Manufacturer narrative:
Evaluation summary: the reload was received partially fired. A partial fire can occur if the firing sequence is interrupted, the device is opened, then closed and firing is resumed, causing the instrument to lock out. The returned reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.